Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was not returned for evaluation. A device history record review did not identify anything unusual during the manufacture of the device. The service history record showed no previous service events were the same/similar to the reported problem and all specifications were met during previous service events. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain 104 alarm occurred on a homechoice machine after therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.